Event description:
It was reported that the patient had visited the family doctor and emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 36 and 48 hours. The patient initially visited the family doctor and was sent to the ER. The patient was treated with a manual insulin injection and the pod was removed. The pod was discarded.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room/ doctor visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.